Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
Per (B)(6) database: it was discovered, during preuse checkout, the unit was not able to initiate mechanical ventilation. There is no report of patient involvement.